Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the cable of the mega suturecut needle driver (msnd) was damaged. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver (msnd) instrument was analyzed. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. Additionally, the instrument was found to have damaged blade. Both blade edges were indented, which prevented the blade from closing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.